Event description:
In 2009, the pt reported that her blood glucose was elevated to over 20 mmol/l (360 mg/dl) 3 weeks ago and again during the past 3 days. She stated that 3 weeks ago her blood glucose ranged from 23-26 mmol/l (414-468 mg/dl) and then "off the scale." One day prior, her blood glucose measured 9.2 mmol/l (166 mg/dl) at 11:00 pm and then elevated to 23.8 mmol/l (428 mg/dl) at 3:00 am the following day. She felt nauseous and she changed her infusion site and tubing. At 8:00 am her blood glucose measured 12.8 mmol/l (23 mg/dl), at 10:00 am it measured 16.1 mmol/l (290 mg/dl) after exercising, and prior to the report, it measured 16.8 mmol/l (302 mg/dl). She stated that she noticed that it takes 2-3 prime cycles to fill a 50cm infusion tubing. Troubleshooting did not reveal any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.